Manufacturer narrative:
(B)(4): the customer reported the device does not switch on. No patient involvement was reported. The device was evaluated by a philips fse, but the symptom could not be duplicated. The device passed all testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.

Event description:
The customer reported the device does not switch on. No patient involvement was reported.